Manufacturer narrative:
H.6. Investigation summary: "material 221196 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The media is dispensed into bottles; caps are applied manually then torqued by machine per a standard operating procedure (sop). The bottles are then labeled and terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, bottles are packaged into final shipping configurations. The batch history record review for batch: 2312524 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing was satisfactory at time of release. The complaint history was reviewed, and one other complaint has been taken on this batch. Retention samples from batch: 2312524 (10 tubes) were available for inspection. The certificate of analysis states the media appearance should be light yellow with no more than 1/3 of fill showing rose pink at the top of the medium and medium is clear yellow when heated. All 10/10 retention samples maintained the color/appearance within the specifications described by the certificate of analysis. For further investigation two retention tubes were incubated. One tube was placed into 20-25-degree celsius, and one retention tube was placed into 33-37-degrees celsius. At the end of a seven-day incubation period no microbial growth was observed in 2/2 incubated retention tubes. One video was received to assist with the investigation: the video shows two tubes from batch: 2312524. The first tube held up in the video there does appear to be possibly growth or sedimentation in the tube. The second tube the color and clarity of the media appears light yellow with no more than 1/3 of fill showing rose pink at the top of the medium as described in the certificate of analysis (when the media is heated it turns a clear yellow)."

Event description:
It was reported that while using the bd bbl¿ fluid thioglycollate medium that there was contamination growth on the plate. The following information was provided by the initial reporter: customer reports that they had growth in a negative control in 221196.

Event description:
It was reported that while using the bd bbl¿ fluid thioglycollate medium that there was contamination growth on the plate. The following information was provided by the initial reporter: customer reports that they had growth in a negative control in (B)(4).

Manufacturer narrative:
Common device name: culture media, non-selective and non-differential. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.